Manufacturer narrative:
MFR reference number: (B)(4).

Event description:
It was reported to nuvectra that the stimulator and leads were explanted due to the incision not healing. There were no issues with the device. The patient will be re-implanted once the incision heals.